Event description:
It was reported that the patient began therapy with remodulin (treprostinil sodium, concentration 10.0 mg/ml), delivered via remunity pump [pharmacy-filled] on (B)(6) 2022 for primary pulmonary arterial hypertension. The current dose was reported as 0.037 ug/kg (pharmacy-filled with 2 ml/cassette; pump rate of 20 mcl/hr), continuous via subcutaneous (sq) route. It was reported that the patient had multiple bruise (infusion site bruising) and sore looking areas on the body from frequent cleo sq site placements and had sores all over her body from different sites (infusion site pain) due to not lasting and her cleo sq device did not stay in for longer than 24 hours (device maintenance issue). Moreover, her remodulin was constantly leaking from the site (infusion site discharge) and it was itchy around the adhesive for the cleo (dermatitis contact). If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).